Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The customer reported that while a nurse was investigating a pump alarm the nurse noted a balloon in the pumping segment of the tubing while connected to a patient in the neuro unit. There was no harm.

Manufacturer narrative:
The customer¿s report of balloon in pump segment was confirmed per photo received by the customer. Photo provided shows a bulge/balloon in the silicone segment tubing near the upper portion of the upper fitment. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown. No product will be returned per customer.

Event description:
The customer reported that while a nurse was investigating a pump alarm the nurse noted a balloon in the pumping segment of the tubing while connected to a patient in the neuro unit. There was no harm.

Manufacturer narrative:
Suspsect updated from pri tubing to 10408730. The customer¿s report of a balloon in the pumping segment of the tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was noted that the silicone segment tubing had a balloon bulge near the upper portion of the upper fitment. No other anomalies were observed. Functional testing was performed and the set flowed freely and ran with no issues observed. The set was loaded into a lab pump module device and no occlusion alarms or any other issues were noted by the device. No bulge/balloon was observed in the silicone segment when the device door was opened after infusion was completed. Previously investigated complaints of silicone tubing ballooning determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Event description:
The customer reported that while an rn was investigating a pump alarm, a "balloon" was observed in the pumping segment of the tubing, while connected to a patient in the neuro unit. It was further confirmed during follow up, that there was no patient harm as a result of this event.